Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This supplemental report is created to update the annex c code from c0706 to c070603.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the monopolar curved scissors (mcs) instrument was removed as usual and in the correct way from the robotic arm. At that moment, the scrub nurse notice that the tip cover accessory had come off from the instrument shaft and it was caught in the canula seal. When reinstalled it, the customer realized it would not fit correctly and was coming out from the instrument shaft. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument had no damage on the surface of the tip cover accessory, neither the clear or grey silicone part.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip cover accessory was analyzed and failure analysis did not replicate nor confirm the customer reported complaint. The tip cover accessory was installed on an in-house instrument. The instrument and seal were then installed on the in-house system through an in-house cannula. The instrument was driven in all directions. At no point did the tip cover accessory become loose or fall from the instrument. The instrument was installed and removed multiple times from the instrument and through the seal with no issues. No product issue was identified. Additional observation(s) not reported by site were also identified: the tip cover accessory was found to have tearing at the mouth. Tears are not axially aligned with the tip cover accessory and measure from 0.013¿ to 0.070¿ in length. There are no sign of thermal damage present at the end of any tears. . Fields g5 and g7 are not applicable.